Event description:
It was reported that the pt underwent a spinal procedure for malignancy. The tumor was from upper thoracic spine to iliac. The posterior fixation was performed at l4/5. A rod reportedly was broken post op. The pt was asymptomatic. The revision surgery was performed approximately seven and a half months post op to replace the rod. The surgeon confirmed that it might be due to the malignancy that the patient's vertebral body could not take the excessive load.

Manufacturer narrative:
Device was not returned to the manufacturer for eval. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.